Event description:
It was reported that the pump alarmed "door not fully latched" during an infusion. There were no reports of patient injury.

Manufacturer narrative:
(B)(4). The history log was reviewed and multiple instances of the door jammed alarm were found between (B)(6) 2011. The pump was tested at the rates found in the history log on (B)(6) 2011, where a "door not fully latched" alarms occurred. At 150 ml/hr the pump ran for 24 hours with no occurrence of the alarm. At 60 ml/hr the pump ran for 24 hours with no occurrence of the alarm. The pump was also tested in an environment of 60 degrees fahrenheit for 24 hours and in 90 degrees fahrenheit for 24 hours with no occurrence of alarm. The lower aux flex was found at a slight angle however it appears the flex was making sufficient contact. Link clearance gaps found to be within specification. The reported symptom could not be reproduced.